Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. It was found that the coupler was corroded, hence the complete system was replaced. However, the device was deemed non-repairable and was returned to customer unrepaired. Fluid ingress into the device is one of the possible root cause of the corrosion of coupler. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an unknown procedure on an unknown date, it was observed that the coupler ac zoom device was corroded. There was no surgical delay or consequence for the patient reported. No additional information was provided.